Manufacturer narrative:
Due to character restriction in e1 for event site name & event site address (B)(6). A getinge field service engineer (fse) evaluated the unit and found noise was very loud after starting up, and the maintenance mode test drive valve group and safety disk data were abnormal and needed to be replaced. The equipment is currently unusable. The equipment has been used for more than 10 years, and the maintenance cost is relatively high. The customer intends to scrap the machine and no longer repair it.

Event description:
It was reported that during regular inspection by nurse, the cs100 intra-aortic balloon pump (iabp) reported an error message "automatic inflation failed". There was no patient involvement.